Event description:
The customer observed falsely elevated magnesium (mg) results for a patient sample while running on architect c16000 processing module. The results were not released to the medical provider. The following data was provided (customer's normal range: 0.66 - 1.07 mmol/l): (B)(6).: initial mg result: 3.4 mmol/l, repeat result: 0.7 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
Patient identifier: (B)(6). All available patient information was included. Additional patient details are not available. The field service representative (fsr) inspected the architect c 16000 processing module, (B)(4)., performed troubleshooting procedures, and observed leaking from the vlv assy, bulk soln (rohs) (7-35009686-01). The fsr replaced the vlv assy, bulk soln (rohs) (7-35009686-01) and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. The vlv assy, bulk soln (rohs) (7-35009686-01) was determined to be the likely cause of the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Tracking and trending were reviewed and did not identify any related issues. The device history record was reviewed and did not identify any non-conformances or deviations for the part for the analyzer that was associated with the complaint. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.